Event description:
A consumer reports that they underwent a lens exchange in 2003 due to a defective intraocular lens. The nature of the defect was not provided. Additional information has been requested from the consumer's surgeon.